Event description:
On (B)(6) 2013, the employee was doing blood work on a patient and was explaining the procedure. When employee put the needle in the patient's arm, patient became extremely aggressive and started shaking his arm and trying to punch employee with the other arm during the procedure. Employee lost control of the needle and experienced a needle stick on the left hand pointer finger. Employee was wearing gloves. The nurse then came in to help the employee, to calm patient down and take the tourniquet off. Employee washed her hands immediately with soap and water. Employee ask if she needed assistance with the patient and she said no. Additional information received via e-mail on (B)(6) 2013, the employee was seen by a doctor and anti-retroviral medications was provided. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.